Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A u.s. Distributor reported that the patient had developed an irritation under the lifevest. The patient's physician prescribed a cream and instructed the patient to use benadryl on the irritation. The patient stated that the rash was improving.